Event description:
Discordant advia centaur cp results were obtained on patient samples. The results were reported to the physicians. Upon retest the corrected results were reported to the physicians. There were no reports of adverse health consequences due to the discordant patient results.

Event description:
Discordant advia centaur cp results were obtained on patient samples. The results were reported to the physicians. Patient (B)(6) was administered 325 mg aspirin. Upon retest the corrected results were reported to the physicians. There were no reports of adverse health consequences due to the discordant patient results.

Event description:
Discordant advia centaur cp results were obtained on patient samples. The results were reported to the physicians. Patient (B)(6) was administered 40 mg lasix. Upon retest the corrected results were reported to the physicians. There were no reports of adverse health consequences due to the discordant patient results.

Event description:
Discordant advia centaur cp results were obtained on patient samples. The results were reported to the physicians. Upon retest the corrected results were reported to the physicians. There were no reports of adverse health consequences due to the discordant patient results.

Manufacturer narrative:
The lab technician failed to follow instructions, event occurred due to operator error. While performing the system maintenance the customer added cleaning solution to the wash 1 bottle. The customer primed the system numerous times. The fse was sent to the customer site and confirmed that the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The lab technician failed to follow instructions, event occurred due to operator error. While performing the system maintenance the customer added cleaning solution to the wash 1 bottle. The customer primed the system numerous times. The fse was sent to the customer site and confirmed that the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The lab technician failed to follow instructions, event occurred due to operator error. While performing the system maintenance the customer added cleaning solution to the wash 1 bottle. The customer primed the system numerous times. The fse was sent to the customer site and confirmed that the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The lab technician failed to follow instructions, event occurred due to operator error. While performing the system maintenance the customer added cleaning solution to the wash 1 bottle. The customer primed the system numerous times. The fse was sent to the customer site and confirmed that the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.